Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation of a 14 bead clasp device occurred without issue on (B)(6) 2018 or (B)(6) 2018. Patient was experiencing dysphagia and was unable to swallow liquids or solids on (B)(6) 2018. Patient was admitted to the hospital on (B)(6) 2018 for IV steroids. Device explant due dysphagia occurred without issue on (B)(6) 2018.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation of a 14-bead clasp device occurred without issue on (B)(6) 2018 or (B)(6) 2018. Patient was experiencing dysphagia and was unable to swallow liquids or solids on (B)(6) 2018. Patient was admitted to the hospital on (B)(6) 2018 for IV steroids. Device explant due dysphagia occurred without issue on (B)(6) 2018. A partial fundoplication was performed at the time. Patient is doing well as of (B)(6) 2018.